Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for rv coil impedance above the programmed upper limit. Additionally, right atrial (ra) lead oversensing was noted. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.